Event description:
The complainant alleged that during biomed testing, the defibrillator discharge was not synchronizing appropriately with the ECG r-wave. The complainant indicate that there was no pt involvement in the reported malfunction.